Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with a blazer prime htd catheter, the device was only able to deliver 6 to 7 watts of energy. The catheter was exchanged and the procedure was completed successfully with no patient complications.